Event description:
It was reported the patient was having poor coupling while recharging. A pocket revision was performed on (B)(6), during which the device was moved from the lower butt to the higher buttock and more lateral. The device was not replaced. The reason for the pocket revision was unclear. The patient stated there was something wrong with the device which was causing the recharging issues and thus required a pocket revision. The reporter however stated that the device was moved due to pocket discomfort. Following the revision the patient had "good" coverage and was pleased with the stimulation. The device was also fully charged. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the healthcare provider (hcp) did not implant the device in the location discussed. The device was implanted too deep and therefore was unable to function with the programmer and recharger.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).